Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, ab)yes; nose shroud cracked/broken, a)no b)yes; staples in nose, a) 1 (1) b)no; staples in the track, a (20) b(2) and trigger engaged with precock, a)yes b)no. Functional tests & results: cycled instrument, a)yes b)no. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, no conclusion could be reached as to how the reported "devices jammed after firing a few staples" during surgery occurred. Two instruments were received. Instrument (a) was received with a slightly bent tube. The device was examined, found to be functional, was cycled and fired the remaining 21 staples well formed. Instrument (b) was received containing excessive dried body fluid in the cartridge nose track and with a yielded cartridge nose weld. The trigger return spring was found to be loose in the handle. The handle was inspected and the spring post was found to be missing. No conclusion could be reached as to how this had occurred.

Event description:
It was reported the devices were used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the devices jammed after firing a few staples. There was no pt consequence.